Manufacturer narrative:
There are no allegations of any system or component failure. The nalu system was explanted per the patient's request due to non-use.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2024 a full system explant was performed per the patient's request. Information received indicates that the patient's pain symptoms were being adequately managed without using the nalu device and so the patient no longer wanted to keep the device.